Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported during a routine cleaning, the dentist found a crack in the teeth and fixed it. Additionally, the patient had a root canal six months ago and everything seems fine.